Event description:
It was reported that a knee revision was performed due to a broken post due to a fall. The exact same component was replaced due to her history. There was no need for further constraint. All other components appeared to be in good condition. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
E1: information was corrected.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed and the failure mode was confirmed, the post broke off the implant. The clinical/medical investigation concluded that, this complaint reports a broken insert post, secondary to a fall. The patient was reportedly happy with her knee prior to accident. The exact same component was replaced due to her history. There was no need for further constraint. All other components appeared to be in good condition. : smith and nephew has not received adequate materials (the operative report) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique or implant failure. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.